Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the power cord of an icon CPAP humidifier was "torn out of the back of the device". There was no reported patient involvement.

Event description:
A heathcare facility in michigan reported that the power cord of an icon CPAP humidifier was "torn out of the back of the device" . There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP humidifier was not returned to fisher & paykel healthcare (f&p) for evaluation. We were not able to obtain further information from the customer. Our investigation is based on the event description provided by the customer and our knowledge of the product. Results: the customer reported that the power cord of an icon CPAP humidifier was "torn out of the back of the device". Conclusion: without the complaint device or futher information we are unable to confirm the alleged malfunction or to determine the root cause. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occurred after it had been distributed. The icon CPAP is designed to the electrical safety standards,ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."